Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: na upn: m365sc3138550 model: sc-3138-55 serial: (B)(6) batch: 7040093. Brand name: na upn: m365sc3138550 model: sc-3138-55 serial: (B)(6) batch: 7040073. Brand name: linear? 3-6 upn: m365sc2366700 model: sc-2366-70 serial: (B)(6) batch: 5038563. Brand name: linear? 3-6 upn: m365sc2366700 model: sc-2366-70 serial: (B)(6) batch: 5038825.

Event description:
It was reported that the patient experienced a loss of efficacy from the spinal cord stimulator (scs). The patient underwent a procedure where the scs system was replaced. Intraoperatively, it was found that there were high impedances on both the scs leads and the scs lead extensions. Post operatively, the patient was stable.

Manufacturer narrative:
Sc-1132 sn (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2366-70 sn (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2366-70 sn (B)(6). Visual and x-ray inspection of the returned lead revealed that this lead was bent/kinked near the set screw mark of the clik anchor and two cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik anchor. Sc-3138-55 sn (B)(6). Visual inspection revealed that the lead extension was cleanly cut into two pieces from the distal end of the lead. The clean cut damage is a result of a typical explant procedure, and it is not considered a failure. An electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead extension. Sc-3138-55 sn (B)(6). Visual inspection revealed that the lead extension was cleanly cut into two pieces from the distal end of the lead. The clean cut damage is a result of a typical explant procedure, and it is not considered a failure. An electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead extension.

Event description:
It was reported that the patient experienced a loss of efficacy from the spinal cord stimulator (scs). The patient underwent a procedure where the scs system was replaced. Intraoperatively, it was found that there were high impedances on both the scs leads and the scs lead extensions. Post operatively, the patient was stable.